Event description:
Patient reported left side capsular contracture, baker grade unspecified. The device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unspecified.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, b5, d1, d2, d4, d6(a), g2, g4, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported left side capsular contracture, baker grade iii (confirmed by physician). The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, deformation and creases were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: a.2., d.9., h.2., h.3., h.6.

Event description:
Patient reported "capsular contracture" no baker grade provided. Healthcare professional reported "capsular contracture, grade iii". This record is for the left side. Device was explanted and replaced with another manufacturer's device.